Event description:
A patient with congenital abnormality and anal atresia was implanted with an acticon device on (B) (6) 2004. On (B) (6) 2008, the pump was revised. On (B) (6) 2009, the balloon and pump were removed and replaced due to recurring incontinence. A request for the device has been sent, and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
Additional catalog #: 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.